Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03956. It was reported that both leads migrated and fractured. As a result, the system was explanted and replaced on (B)(6) 2023 to address the issue.

Event description:
It was reported that the patient's lead presented with high impedances following a fall. Surgical intervention may occur to address the issue. It is unknown which lead contributed to this issue.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126399.